Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an increased intraperitoneal volume 185% based off of a drain 3 volume of 4817 ml the treatment details of drain 3 was 4817ml of 2597 ml fill. The patient spoke to tech services who issued a new cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow-up, the patient¿s pd nurse verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient performed manual treatments until the new cycler arrived. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information :d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed that the paint was discolored on the heater tray. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler found no discrepancies.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an increased intraperitoneal volume 185% based off of a drain 3 volume of 4817 ml the treatment details of drain 3 was 4817ml of 2597 ml fill. The patient spoke to tech services who issued a new cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow-up, the patient¿s pd nurse verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient performed manual treatments until the new cycler arrived. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler is available to be returned to the manufacturer for physical evaluation.